Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed but could not replicate the blue screen issue reported by the customer. The 0-degree endoscope was visually inspected and had damage at the distal end. The distal window located at the distal tip was cracked. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer lost video output with a blue screen and had a warning message that the endoscope tip might be hot, avoid contact with patient tissue. Prior to calling, the customer had converted to open surgery since the surgeon was in the ischemia and could not wait for troubleshooting. The technical support engineer (tse) checked the logs and found several 48221 errors, pointing to a communication problem between the 0-degree endoscope and the endoscope controller (ec). The tse also confirmed errors 48216, 48218 and 45310. The customer did not perform any troubleshooting before contacting the tse. The tse had the customer unplug and re-plug the 0-degree endoscope and resolved the issue. The customer was concerned about using the system again. The tse had the customer check for debris and damage on the ec connector. No debris or damage was found. The procedure was converted to open.